Event description:
Lead cuff stimulation for inspire implant defective. Rep aware and new implant opened. Manufacturer response for lead cuff stimulation, lead cuff stimulation (per site reporter) rep was present at time of failure.